Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 7. The reporter alleged error 7 flashed on the meter display after falling into a toilet. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.